Event description:
Subsequent information received stated the 2.25 x 12 mm multi-link 8 (ml8) stent delivery system (sds) was forcefully pushed and the device shaft detached, while the 2.75 x 18 mm ml8 sds failed to cross the lesion. No additional information was provided.

Event description:
It was reported that during a procedure of the heavily calcified, narrow, mid right coronary artery (rca), the vessel was pre-dilated with a 1.2 x 8 mm mini trek balloon dilatation catheter (bdc). Resistance was met and it was difficult to advance but the bdc reached the lesion and was dilated without a good result due to the vessel morphology. A second 1.2 x 12 mm mini trek bdc, and two additional non-abbott bdcs were used to pre-dilate the lesion. A 2.75 x 18 mm multi-link 8 (ml8) stent delivery system (sds) was advance but also met resistance and while forcefully pushing the device the shaft detached and could not cross the lesion. The device was removed without reported incident. A second 2.25 x 12 mm ml8 sds was attempted but could not cross the lesion; outside the anatomy the stent strut was found to be flared. Additional dilatation was performed using a non-abbott bdc to open the vessel and a third ml8 sds was used in the procedure with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es, pt graphic. Guiding catheter: 6f ar1. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Lot #, catalog# - corrected. Evaluation summary: the device was returned for evaluation. The reported separation could be confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.